Event description:
It was reported that the user experienced a ¿pairing failed¿ alert on the ilet when using a dexcom g7 continuous glucose monitor (cgm) sensor that had been previously paired and transmitting glucose values. No adverse clinical symptoms reported. Outcomes included no reported medical intervention or hospitalization. User support included guided troubleshooting and education, during which the user was instructed to toggle the cgm selection and re-enter the sensor pairing code, after which the pump re-entered pairing mode with the sensor. Investigation of this case revealed that the cgm-to-ilet communication was interrupted and then re-initiated through standard pairing procedures, consistent with a pairing failure and signal loss without evidence of hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was transient communication interruption resolvable by re-pairing.